Event description:
The customer stated she was hospitalized for low blood glucose and the reading was 18 mg/dl. The customer stated she bolused too much insulin and had her basal rates set too high. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.